Event description:
It was reported that the ventricular lead had high thresholds and the atrial lead had decreased sensing and low impedance. The ventricular lead was removed and replaced and the atrial lead was capped and replaced. It was noted that the ventricular lead model is shown to fail and the hospital replaces them prophylactically when needed. No patient complications have been reported as a result of this event.

Event description:
It was reported that the leads were capped. Attempts to obtain additional information were unsuccessful. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.